Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra engine (engine), a neuron max 6f 088 long sheath (neuron max), a penumbra system 3max reperfusion catheter (3maxc) and a guidewire. During the procedure, the physician placed the neuro max in the distal right common carotid artery by gaining access from the right femoral artery. The physician then advanced the guidewire, red72 and 3maxc and encountered resistance around the ophthalmic artery. Next, the red72 was advanced to the clot. The guidewire and the 3maxc were then removed. After aspirating for approximately 90 seconds, the physician started retracting the red72. While retracting the red72, the physician noticed that the distal end of the red72 was not withdrawing and had a break 2-3cm distal from the tip of the neuron max. The physician slowly pulled the neuron max and the red72 under aspiration from the target vessel down into the right iliac region. Subsequently, the distal end of the red72 broke off in the right femoral artery. The physician then gained access from the left femoral artery and made an attempt to remove the distal end of the red72 by using a non-penumbra sheath and a snare device; however, it was unsuccessful. Using the same access, a second thrombectomy was performed in the target vessel with a new neuron max, a red68, the same 3maxc and the guidewire and the clot was removed. Subsequently, the physician used a different snare device and was able to remove the distal end of the red72 from the right femoral artery. The procedure ended at this point. The patient experienced a slight reperfusion hemorrhage unrelated to the device malfunction and also experienced a subsequent clot in the leg where the distal end of the red72 was retrieved. It was reported that the red72 detachment requiring another access in the left groin may have led to the clot in the leg. The patient had cancer that had metastasized and was put on comfort care after the case at the request of the family. Subsequently, the patient expired. The cause of death was reported to be related to the excessive bleeding from the access sites along with several other comorbidities.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.